Event description:
Pt admitted with large anterior mi/cardiogenic shock. Taken emergently to operating room for left heart cath with pci of totally occluded lad, iabp placed with good result, later that day, noted bright red blood in the helium tube. Pump turned off and clamped. Physician removed the balloon, possible rupture of the balloon. Developed hypotension and oliguria.